Manufacturer narrative:
The customer-stated problem was confirmed during the tsc troubleshooting process. Additional comments: tsc - had him run binary sensor in the system maintenance software. It shows that the barrel clamp is always stuck open. Recommend to replace the iui board and look at the cable between the iui board and logic board. Additional comments 2: the database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode the customer stated that there was no patient involvement..

Event description:
During calibration , the unit would fail during the plunger force calibration. Does not see the barrel clamp closed. Sn (B)(4). Failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: biomed states he has replaced the sizer assembly 3 times and the logic board. Had him run binary sensor in the system maintenance software. It shows that the barrel clamp is always stuck open. Recommend to replace the iui board and look at the cable between the iui board and logic board. Biomed will try another iui board. I gave the part number to the iui board. Biomed will call back if he needs any further assistance.